Event description:
On 10/28/07, a customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. The tsr explained the alarm to the home patient (hp). The hp states, that the transfer set was not secured to the patient line. No patient injury or medical intervention was indicated at the time of the initial report. The home patient was contacted on 11/28/2007 and stated, the patient line wasn't securely connected to the transfer set and that it became disconnected. The patient also confirmed there was no patient injury or medical intervention associated with this incident and that she has been continuing with therapy as usual.

Manufacturer narrative:
.